Event description:
Same case as 1527460-2011-00047 and 1527460-2011-00048. The reporter stated she has a patrol pump that uses abbott bags, and for a week she has been using 2-4 bags a night due to the bags leaking in the tubing that goes around the wheel (rotor). She has tried three different boxes with three different lot numbers. This system feeds her daughter abbott nutritional feed at night to help her get her calories so it is an inconvenience when she has to be hooked up all day due to not getting all her feed at night due to the bags leaking. The leaking starts approximately 1-3 hours into the feeding. The patient receives three cans of feed at a rate of 45ml/hr to be delivered over a time frame of 10.5 hours. It is unknown how much feeding the patient actually received. The reporter stated the patient's weight was 37 pounds prior to the weight loss, and her daughter has already lost 1 1/2 pounds in a week's time due to this problem. The reporter indicated the weight loss was confirmed by two doctor's office visits. There was no illness or medical intervention as a result as the patient continued to received feeding via pump and syringe and did not lose any additional weight.

Manufacturer narrative:
(B)(4) retained samples were tested, and no leaks were present. Each set primed, functioned, and delivered correctly when tested. If additional information/clarification is obtained, a follow-up medwatch will be submitted.